Manufacturer narrative:
No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas inlet valve was replaced to resolve the reported issue.

Event description:
The hospital reported that, unit alarmed "ventilate manually" and the mechanical ventilation was not available. There was no reported patient involvement.